Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer called to report that the test strips for their precision xtra blood glucose meter had expired, and they could not properly obtain a blood glucose result. They complained of having to frequently urinate, pain in their kidneys, and confusion. They then reported to have had a diagnosis of diabetic ketoacidosis, and being treated with orange juice and insulin in order to stabilize glucose levels. Details surrounding diagnosis are unknown. There was no report of death or permanent impairment.